Event description:
It was reported the patient passed out. A device check showed a high lead threshold of 4.5 volts at 0.5 ms bipolar and 4.0 volts at 0.5 ms unipolar, possibly due to a lead dislodgement. Loss of capture also reported. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.